Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia, and diabetic ketoacidosis. The reported blood glucose reading was 305 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer's mother repeated that the insulin pump had alarmed no delivery prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.